Manufacturer narrative:
Device was not returned for investigation despite request for return. The lot number of the device was not provided; unable to review manufacturing records. Previously reported similar complaint investigations determined root cause for breakage to be related to mishandling. Correction: type of reportable event: malfunction should have been checked.

Event description:
Jaw broke off inside of a patient. No patient injury. Surgery was prolonged for 20 minutes.